Event description:
It was reported that there was a leak in the cadd administration set. It was also noted that the patient's shirt was "pink in color," on two separate occasions. A chemotherapeutic drug also leaked from the tubing and onto the patient's skin. No serious injury was reported.

Manufacturer narrative:
One cadd-legacy pump was returned for analysis in fair condition. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The reported issue was verified. The circuit board will be replaced to resolve the issue.